Event description:
It was reported that on (B)(6) 2026, while the patient was travelling in the virigin islands, her blood glucose levels increased 328 mg/dl after approximately 4-24 hours of pod wear on the abdomen. The patient developed symptoms including uncontrollable vomiting, prompting her to seek medical attention. The patient was subsequently admitted to the hospital and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous fluids, anti-nausea medication, and glucose management. The patient remained hospitalized for approximately one and half days and was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.